Manufacturer narrative:
Lumenis investigated the reported events contacting the user facility to obtain patient information, patient photographs and treatment settings. Reasonable attempts by phone (6x) and fax (1x) were made to obtain further information about the reported events from the user facility, however none was received; therefore, lumenis is unable to evaluate treatment parameters to determine their appropriateness for treatment. The user facility declined service for the subject device therefore, no examination of the performance specifications of the device occurred. A review of subject device service records found the subject device had been serviced by a lumenis engineer within five months of the date of the adverse events. The user facility does maintain a current service contract for the subject device. Lumenis cannot rule out that service by unauthorized third party service providers may have contributed to the reported adverse event. To the best of lumenis' knowledge, the subject device remains in use at the user facility. Additional information - sep 25 2017: as part of remedial activity lumenis performed retro review of all safety complaints initiated between jan 01 2015 until jun 02 2017. Lumenis contacted the user facility directly to follow up on the patients status and to obtain treatment settings, patient information, and photographs, but no information has been provided by the user facility. While the information received to date does not confirm that a serious injury occurred, because of the lack of information the company is reporting the event in an abundance of caution. Should additional information become available, the complaint record will be updated accordingly, and a follow up medwatch report will be submitted.

Event description:
A user facility reported that three (3) patients felt discomfort and a burning sensation following treatment with a lumenis lightsheer xc laser. The user facility further reported that the three (3) patient's sustained minor superficial burns. No report of serious injury or medical intervention to preclude permanent impairment was received.